Manufacturer narrative:
No button error alarm noted. The insulin pump had no button response due to corroded keypad trace. No moisture damage on electronics and motor noted. The insulin pump received with minor scratched display window, cracked case at display window corners and cracked reservoir tube lip.

Event description:
The customer reported via phone call that she had a button error alarm on the insulin pump. The customer stated that she went to the beach and took shots while she was at the beach. After the customer got back to her room, the pump was not working due to the button error. Customer mentioned that the bolus button was not working. Customer was advised that the pump will need to be replaced. Customer was also advised to discontinue use of the pump and revert to a back-up plan.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.